Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue image defect was confirmed. The following findings were also noted during device evaluation: due to damage on charged coupled device (ccd) unit, the monitor shows a black screen with no image. (It may return to normal at times.) Because the electrical contact of the video plug section is shaved, the screen turns black with no image. (It may return to normal.), due to damage on light guide-cover glass, water tightness is lost, scratches and chips throughout the device, video connector is damaged, and due to damage on ccd unit, the image has white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had an image defect. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿the screen turns black, and no image appears.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image black out issue could not be determined, however, the issue was likely the result of a damaged image sensor unit and image sensor connector due to repetitive use stress/user handling and or a faulty circuit board component. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.7 inspection of functions in combination with accessories and related equipment" as follows. Inspection of endoscopic images check whether 3d images are displayed correctly during normal light observation and nbi observation. 1. Before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 20. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the 3d image during normal light observation and nbi observation. 21. Operate the endoscope joystick to bend the curved section. 22. Confirm that no abnormalities such as momentary disappearance of 3d images occur during normal light observation and nbi observation. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information received from the customer: the event occurred during inspection of the device prior to a therapeutic procedure. The procedure was completed; there was no patient harm reported.